Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. No sample was returned for analysis and no lot number was provided. An analysis of trends for complaints of this nature showed the no trends that would conclude the product did not meet specification, perform as intended and/or identify a root cause. No further actions are required, and the complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Should additional information become available a follow-up report will be submitted. Patient height: (B)(6). (B)(4).

Event description:
It was reported the end user developed an "allergic reaction", which presented as red, irritated skin, under the tape collar of the skin barrier. The end user was examined by a dermatologist and was issued a prescription for an unknown cream. No further information was provided.